Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels ranging between below 40 mg/dl and 53 mg/dl. Customer required assistance from a friend to consume juice to address bg below 40 mg/dl. Customer declined to provide further information or undergo troubleshooting regarding these events.